Event description:
Note: date of event is unknown. It was reported to boston scienfitic corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2006. According to the complainant, when flushing the device with water, the balloon was found to be ruptured. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual and functional evaluation of the returned device revealed that the balloon has a hole in it, rendering the device non-functional. No conclusions could be drawn regarding the root cause for this malfunction.